Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a unknown delivery system. During procedure, the occluder was implanted and ready to be released when electrocardiogram (EKG) elevations were occurred and was administered. Patient claimed to be fine. The EKG returned back to normal after a few minutes. The physician believes the cause of air embolus was they might have been to fast in pushing the cable. The patient was under conscious sedation. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. After the procedure no neurological issues were detected. The patient was reported reported.

Manufacturer narrative:
An event of st elevation and possible air embolism was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported st elevation and air embolism could not be conclusively determined. The reported unexpected medical intervention (administrating oxygen) was a result too treat the reported st elevation and air embolus. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.